Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced intermittent chest pain and his right ventricular (rv) lead exhibited high pacing thresholds and low amplitude measurements on the weeks following the implant. A surgical revision was performed wherein the physician repositioned the rv lead. The lead remains in service. No additional adverse patient effects were reported.